Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Information received indicates the brake casters continue to swivel after the brake is applied.